Manufacturer narrative:
Internal blood leaks can occur. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.

Event description:
It was found membrane broken during the first use, after 6 minutes of patient connection. Blood flow rate: 180ml/min; tmp: 200mmhg. No blood loss for the patient. No medical intervention.